Event description:
It was reproted that pt had tlif using peek device/infuse bone graft/local bone. Approxiamtely 7-8 days post op, pt developed fluid collection. Fluid was aspirated. Surgeon believes this may be an infection (as aspirate showed pmns)or cyst. It is unk if the infuse bone graft contributed to the reported event, but we are filing this MDR out of an abundance of caution.